Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the optilite single-use holmium laser fiber broke inside the scope upon firing it for the first time. It was further noted that the broken laser fiber damaged the scope rendering it "useless". The total energy used during the procedure was 6.4 joules. A new fiber was opened and used to complete the ureteroscopy with a new scope. There were no reported serious injuries to the patient as a result of the product problem.